Event description:
Upon receipt of the device, during field installation, the user reported that the central control monitor (ccm) displayed a 'calibration failure' message and oxygen (o2) analyzer calibration was not possible. The o2 sensor was replaced, and the issue resolved. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. Multiple diligence attempts for part return were unsuccessful, therefore further device evaluation and root cause analysis could not be performed. Per the manufacturer's subsidiary, the oxygen (o2) sensor was replaced, and the issue resolved. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.